Manufacturer narrative:
Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g.1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. PMA/510(k) #p100022/s001. The zisv6-35-125-6-120-ptx device of lot number c1401708 involved in this has not yet been returned for evaluation. With the information provided, a document based investigation was conducted. The investigation will be updated once the device has been returned and evaluated. The customer was contacted to request additional information. At the time of the investigation, the information is not available. The investigation will be updated once the information is provided. There is no evidence to suggest that this incident did not occur. Complaint is confirmed based on the customer¿s testimony. Possible cause for this occurrence could be a tortuous or calcified patient anatomy. A difficult anatomy could have created resistance during deployment which could have caused or contributed to the inability to deploy the stent. However, as the complaint device has not yet been returned, the information has not yet been provided and the conditions of use cannot be replicated in a laboratory environment, a definitive root cause for this occurrence cannot be determined. There is no evidence to suggest that the customer did not follow the product instructions for use. Prior to distribution all zilver ptx devices are subject to visual inspection and functional checks to ensure device integrity as per fqc0253. A review of the relevant manufacturing records revealed no discrepancies that could have contributed to this complaint. Upon review of complaints, this failure mode has not occurred previously with this lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1401708. It may be noted that the failure mode of "deployment difficult" has been provisionally assigned. The final failure mode will be confirmed following device return and evaluation. According to information provided, it is not known if the patient experienced any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends. .

Event description:
During an unknown procedure the zilver ptx 35 drug-eluting stent was used. The stent would not deploy.

Manufacturer narrative:
(B)(4). Exemption number: e2016031 importer site contact and address: (B)(4). Importer site establishment registration number: (B)(4). PMA/510(k) #p100022/s001. Device evaluation: the zisv6-35-125-6-120-ptx device of lot number c1401708 involved in this complaint was returned for evaluation, with the original packaging. The packaging was open on receipt. With the information provided, a physical examination and document based investigation was conducted. From customer testimony, the details of the wire guide used during the procedure are unknown. The device was flushed prior to use. It is unknown if the patient anatomy was severely calcified or tortuous, or if pre-dilation was conducted prior to stent deployment. The target location for the device was the superficial femoral artery (sfa). No portion of the stent deployed in the patient. The customer did not report that resistance was encountered when advancing the device and the wire guide to the target lesion, or if there were any kinks in the delivery system. The device related to this occurrence underwent a laboratory evaluation on the 7th december 2017. On evaluation of the returned device, crinkling damage was observed on the distal end of the stent retraction sheath (srs). Kinks were observed in the stability sheath at 8mm and 40mm from the strain relief. As the customer did not report any kinks in the device, the kinks could have occurred during transport or handling. The device handle was opened, and the stent retraction wire was found to be separated from the stent retraction sheath. Complaint is confirmed as the failure was verified in the laboratory. The stent retraction wire was found to be separated from the stent retraction sheath. Possible causes for this occurrence could be a tortuous or calcified patient anatomy. A difficult anatomy could have created resistance during deployment which could have caused or contributed to the retraction wire separating from the stent retraction sheath and the inability to deploy the stent. However, as the conditions of use cannot be replicated in a laboratory environment, a definitive root cause for this occurrence cannot be determined. There is no evidence to suggest that the customer did not follow the product instructions for use (ifu0118-2). Document review: a review of the relevant manufacturing records ((B)(4)) revealed no discrepancies that could have contributed to this complaint. Upon review of complaints, this failure mode has not occurred previously with this lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1401708. Summary: complaint is confirmed as the failure was verified in the laboratory. The stent retraction wire was found to be separated from the stent retraction sheath. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. The risk was determined to be low (category iii). Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
This follow up MDR is due to be submitted as the device was returned and evaluated. During an unknown procedure the zilver ptx 35 drug-eluting stent was used. The stent would not deploy.